Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a revision was done due to a broken insert. No clinical/medical information was provided, therefore the root cause could not be fully assessed or concluded. The patient impact of a broken insert and subsequent revision was reported. Further patient impact could not be determined. No further medical assessment is warranted at this time. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to abnormal loading of the limb, excessive forces applied to implant or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on an unspecified date, the post of the implanted lgn ps high flex xlpe sz 7-8 13mm broke off. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The broken insert was retrieved from the patient's knee, and replaced with a new one. Current health status of patient is unknown.